Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was explanted and replaced on (B)(6) 2019 due to an unspecified issue.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2019 due to high lead impedance and noise. Chest x-rays were performed and no anomalies were found. Physician decided to replace the lead. Patient had no adverse consequences post procedure.